Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a fatal error. A technical support specialist (tss) dialed in and checked the datasync debug logs and identified errors related to the recovery model being set to full and the d drive being full. Applied knowledge article es 1.6.1 - dsclientoltp log file keep growing - recovery model set to full successfully, then restarted the datasync and maintenance services. Verified and shrank the d drive to free up space, followed by a station reboot to complete remediation to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had a fatal error. The customer rebooted the station, but issue persisted. However, there were no delay to patient care and adverse events or injuries reported based on this incident.